Manufacturer narrative:
(B) (4).

Event description:
The pt had 4 quad leads implanted to control her occipital migraines. The pt was receiving excellent coverage of her head and suboccipital area. She had used her device 24 hours per day since implant. For the past 2-3 weeks, the pt reported that she felt heat along the leads and the implantable neurostimulator (ins). The leads and extensions were tunneled down her back on the left side and her ins was implanted in the left upper buttocks. In addition, the pt felt a brief and intense intermittent shock-like sensation that traveled from her ins and her left low back area. The shock-like sensation had occurred about one day per week for the last 2 weeks. Impedance readings showed that contact #8 was out of range (>10,000). The ins was reprogrammed to remove any programming using contact #8. The stimulation was still covering all the areas of the pt's pain. The pt was to call if the reprogramming did not resolve the issues.